Event description:
Received complaint concerning above product from director of nursing. Reports that the patients' treatment had been initiated without incident. Approximately one half hour later, clinic staff were doing a machine check and noted blood leaking from the patient connector to fistula needle connection site. Hcp inspected site, found connection slightly separated. Line adjusted, patient reinfused and line changed. Completed treatment without further incident. Don reports that ebl approximately 50cc. There were no further injuries reported. Letter sent to customer. Medwatch filed for blood loss only. Actual sample discarded on the day of the event.